Event description:
An other health care professional reported that during the intraocular lens implantation two lenses cracked coming out of the cartridge. The surgery was completed on the same day. There was no harm to the patient and was not hospitalized for the event.

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. The file will be reopened if the product is received. The manufacturer internal reference number is: (B)(4).